Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of signal too low alarm, unexpected restart, battery out limit and off no power anomaly. The customer's blood glucose level was 4.3 mmol/l at the time of the incident. The customer stated that he is tired to resetting the pump. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No unexpected battery power or battery out limit alarm noted. All operating currents are within specification. No external ram crc error or unexpected restart alarm noted. The insulin pump was received without battery cap unable to confirm damage. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked reservoir tube and missing end cap sticker.